Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection_functional/performance evaluation: the sample was not returned; therefore, visual inspection, functional evaluation and performance evaluation could not be performed. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the device was not returned. Images were not provided. The complaint investigation is inconclusive for the filter allegedly failing to advance through the storage tube. Based on the available information; the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter remained inside the storage tube and could not be advanced to the deployment sheath. The filter system was exchanged for a new filter that was deployed without incident. There is no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.